Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 129mg/dl at the time of event. Trouble shooting was performed and found blood glucose value 129 mg/dl and sensor glucose 40mg/dl . The difference is not within target range of glucose difference. Insulin delivery was suspended due to sensor glucose values which was triggered at 40mg/dl and the threshold/low suspend limit in sensor is set to 80. Sending replacement sensor. The product will not be returned for analysis.